Manufacturer narrative:
No equipment was returned for evaluation as the device was not explanted. A correlation between the device and the reported infection, sepsis, and multisystem organ failure could not be conclusively determined. The instructions for use lists infection and sepsis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
Date of event is estimated. (B)(4). Approximate age of device ¿ 8.5 months. (B)(4). The device was not explanted and is not available for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient developed a driveline infection positive for klebsiella and bacteremia in (B)(6) of 2015. The patient was on suppressive antibiotics. The patient expired on (B)(6) 2016 reportedly due to septic shock and multi-system organ failure. It was reported that the patient also had colon cancer that resurged in recent months. No additional information was available as the patient expired in another state from the location of the implanting center.